Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the device. In 2003 at 0800, the pump was programmed to deliver an unspecified concentration of epinephrine at a rate of 22ml/hr instead of the intended rate of 2.2ml/hr. The reporter stated that the error was noted when the pt's blood pressure increased to 280/130 mmhg. The pump was programmed to deliver at the intended rate. There were no reported adverse pt sequelae. Though requested, no additional info was provided.